Event description:
It was reported that the customer experienced a low blood glucose (bg). Bg value was not provided. Suspected cause was due to having a carbohydrate setting that needed adjustment. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.